Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient¿s right ventricular (rv) lead showed low r waves and diminished sensing since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.